Manufacturer narrative:
Although the device was requested to be returned for evaluation, it has not been received. Without the returned device, a probable cause is unable to be determined.

Event description:
It was reported that a plum set generated an occlusion. The reporter stated, ¿tubing occlusion¿. There was no patient harm reported. This is report two of two.